Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s high blood glucose level of 475 mg/dl and 375 mg/dl. Customer declined offer to troubleshooting for high blood glucose readings. Customer also state that the cannula was bent. The devices will not be returned for analysis.